Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation has been completed. The product and data were not returned for review. The root cause of cerebral hemorrhage was most likely due to patient condition and unrelated to the impella. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 45-year-old female patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient experienced a large right side ischemic stroke. The patient had been unresponsive during her stay in the intensive care unit (ICU). An electroencephalogram (eeg) and repeat computed axial tomography scan confirmed poor prognosis and recovery.

Event description:
The complainant also reported that a placement signal not reliable alarm occurred. The staff were walked through disabling the alarm and monitoring the placement.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Product and data logs were not returned for review. The root cause of the optical signal issue was unable to be determined as limited clinical details were provided and no product was returned for review. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. Corrections that were made from the initial manufacturer device report number 1220648-2024-06691. D6a / d6b updated. D10 concomitant medical products and therapy dates updated. F6 and f8 have erroneous entries on the initial report - should have been left blank. G1 reporting contact email and reporting contact fax number updated.